Manufacturer narrative:
A product investigation is in progress.

Event description:
Fibers from tampon in vagina [foreign body in reproductive tract]. String snapped off [device breakage]. Bottom section of the tampon didn't completely insert into my vagina [device deployment issue]. Tampon string is thin [device physical property issue]. String snapped off when I removed tampon- retained [complication of device removal]. Case description: consumer reported via phone that the string snapped off during removal and the bottom section of the tampon didn't completely insert. No serious injury reported.

Event description:
Fibers from tampon in vagina [foreign body in reproductive tract] string snapped off [device breakage] bottom section of the tampon didn't completely insert into my vagina [device deployment issue] tampon string is thin [device physical property issue] string snapped off when I removed tampon- retained [complication of device removal] case description: consumer reported via phone that the string snapped off during removal and the bottom section of the tampon didn't completely insert. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on (B)(6) 2022. An investigation is in progress for returned product received on (B)(6) 2022.

Event description:
Fibers from tampon in vagina [foreign body in reproductive tract]. String snapped off [device breakage]. Bottom section of the tampon didn't completely insert into my vagina [device deployment issue]. Tampon string is thin [device physical property issue]. String snapped off when I removed tampon- retained [complication of device removal]. Case description: consumer reported via phone that the string snapped off during removal and the bottom section of the tampon didn't completely insert. No serious injury reported.